Event description:
A patient reported through the (B)(6) that the device would not turn on and it started to smoke. The patient used one of the devices in a car, got three breaths in and the device would not turn back on. The patient tried to use the device with the charger and thought jj code appeared on the screen, and the device started to smoke. The second device is being used. Evaluation summary: the device history records were reviewed and no evidence was found to indicate non-conformance to the manufacturing and/or design specifications. No conclusion can be made at this time. Device manufacture date: 06/2009. (B)(6).